Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 9.7 mmol/l. Troubleshooting for air bubbles anomaly was performed. Customer advised they had large air bubbles inside the tubing and they changed out their set. Customer was advised to speak with their healthcare provider to discuss proper techniques in order to avoid air bubbles.